Event description:
It was reported that shortly after implant, the lead exhibited rising thresholds, which reached high levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found.